Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. To address the issue, the customer replaced the solenoid driver board. The iabp unit was then cleared for clinical use.

Event description:
It was reported that during a preventative maintenance (pm) the customer noticed that the cs300 intra-aortic balloon pump (iabp) voltage was out of specification. There was no patient involvement and no adverse event was reported.